Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized twice since (B)(6) and they needed assistance with programming the insulin pump. Customer's current blood glucose was 144 mg/dl. Customer's blood glucose was 163 mg/dl this morning. Customer was dehydrated and throwing up due to high blood glucose. Customer was also not urinating. Caller stated that there was an emergency room visit. Customer had diabetic ketoacidosis in both events and they were told a stomach virus was going around. Customer was admitted into the intensive care unit and treated with IV fluids. Customer was wearing the pump during both events. During the first event, the customer kept wearing the pump. During the 2nd event, the customer removed the pump in the hospital and was on a sliding scale. Customer's blood glucose was 318 mg/dl at the time of the incident when he went to the emergency room on (B)(6) 2016. Customer had nausea and was vomiting.